Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device will not be released.

Event description:
It was reported that during an unknown procedure, the product presented noise and heating during its usage. Unknown how case was completed. There were no adverse consequences for the patient.